Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 177 mg/dl. Reportedly, the customer changed the site of the non-tandem infusion set without changing the tubing; therefore air bubbles/gaps were observed in the small second tubing that connects to the infusion site due to the customer not priming the tubing. The customer delivered a 5 unit bolus to prime the tubing until drops of insulin were observed. Reportedly, the customer declined any further troubleshooting and continued using the pump for insulin therapy.